Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brake caster and brake steer casters rotate when the brake is set and the bed is pushed. No injury reported.